Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to clinic, noise was observed. The physician elected to continue monitoring the patient with regular follow-ups.